Manufacturer narrative:
Update 03/29/2016 02:59 pm (B)(4): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
Update 03/04/2016 12:50 pm (B)(4): the hospital reported that during an endoscopic vein harvesting procedure , vasoview hemopro was used. A patient has been diagnosed with foot drop in the past 6-8 months. The product is not returning. ******************************************************************************************* update 03/03/2016 01:38 pm (B)(4): (B)(6) has had 2 patients with "foot drop" in the past 6-8 months.

Manufacturer narrative:
A lot history record review was completed for lots 25120317, 25120595 and 25121053 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4). A lot history record review was completed the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history

Event description:
The hospital reported that during an endoscopic vein harvesting procedure , vasoview hemopro was used. A patient has been diagnosed with foot drop in the past 6-8 months. The product is not returning. (B)(6) said that they (nmh) has had 2 patients with "foot drop" in the past 6-8 months.